Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up arrow keypad reportedly has to be pressed very hard and multiple times to get it to respond. Other keypad buttons working ok and keypad intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, the "down/ok" keypad buttons intermittently responded to user input, the "up/contrast" keypad buttons required excessive force to activate during testing, it was observed that the contrast key contact was inverted, the "up/down/ok" key contacts became inverted when pressed and did not always spring back and there was evidence of adhesive/contamination under all the key contacts.